Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: air bubbles in the b braun infusion pump involving the milrinone. Air alarm, nurse disconnected line and advanced air with the 5 ml prime. Air alarm again within a few minutes, line removed from pump and bubbles flicked up to infusion bag. Air alarm again in a few minutes, line disconnected and reprimed. Air alarm again in a few minutes, line removed from the pump, disconnected from the patient and tubing manually primed with gravity while air bubbles flicked and removed from the line, line reconnected to patient and infusion resumed. No injury reported.